Event description:
It was reported that the procedure was to treat a lesion in the mid to proximal left anterior descending artery that was mildly calcified, mildly tortuous and 75% stenosed. After performing intravascular ultrasound and confirming the lesion, the 3.0x28 mm xience prime stent delivery system (sds) was being directly delivered to the lesion without predilatation; however, the distal shaft became kinked while advancing the sds over the guide wire in the guiding catheter. Although there was no resistance felt during advancement between the guide wire and the sds, the shaft became kinked during manipulation of the device. When attempting to perform air-bleeding inside the guiding catheter, blood backflowed into the indeflator. The sds was removed from the patient without issue and a non-abbott stent was used to complete the procedure. There was no clinically significant delay in the procedure or adverse patient effects reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4): incorrect preparation, no predilatation, use after damage. Guide wire: runthrough floppy, guide cath: brite tip 6f jl4. Evaluation summary: the device was returned for evaluation. The shaft kink and leak were confirmed. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency. The (B)(4) instructions for use (IFU) for the xience prime everolimus eluting coronary stent system instructs the physician to pre-dilate the lesion with a percutaneous transluminal coronary angioplasty (ptca) catheter. The kinked mandrel inadvertently tore the outermember material, creating a leak as the device was prepped for use inside the anatomy after the kink was observed. The IFU also states discontinue the use of the device when a bend or kink is found at any time during the use. Additionally, the IFU instructs the physician to prepare the device outside the patient anatomy prior to use.